Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section, gastric bypass, kidney stones, obesity, endometriosis, drug dependence and abortion spontaneous. Previously administered products included for an unreported indication: lupron. Concurrent conditions included menometrorrhagia, grand multiparity, arthralgia, unspecified anemia and juvenile rheumatoid arthritis. Concomitant products included calcium carbonate;vitamin d nos (calcium + vit d), ethinylestradiol;norgestimate (ortho-cyclen), iron, oxycodone, tizanidine, venlafaxine hydrochloride (effexor), vitamin b12 nos and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine/ migraine/headache"), nausea ("nausea"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, endometriosis and pelvic adhesions had resolved and the menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, fatigue, migraine and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), dyspareunia, menorrhagia, nickel allergy, fatigue, migraine, nausea, recurrent endometriosis, pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: a) uterus, endometrium, curettage: 1. Proliferative endometrium without diagnostic alterations 2. Accompanying endocervical and endocervical tissue without diagnostic alterations 3. Negative for chronic endometritis, hyperplasia or malignancy b) endocervical curettings: 1. No diagnostic alterations 2. Sampling includes: scant endocervical tissue and benign endometrial tissue 3. No glandular neoplasia, squamous intraepithelial lesion, or malignancy seen c) peritoneal adhesion, biopsy: mesothelium-lined fibro vascular adhesion; no evidence of neoplasia or malignancy; on (B)(6) 2010: 1. Benign cervical transformation zone 2. Inactive endometrium 3. Adenomyosis 4. Focal fibrovascular serosal adhesions 5. Right ovary has small foci suspicious for endometriosis; otherwise no diagnostic alterations. 6. Histologically normal left ovary and bilateral fallopian tubes 7. No evidence of malignancy. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain, pelvic adhesions, endometriosis, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section, gastric bypass, kidney stones, obesity, endometriosis, drug dependence nos and abortion spontaneous. Concurrent conditions included menometrorrhagia, grand multiparity, arthralgia, unspecified anemia and juvenile rheumatoid arthritis. Concomitant products included calcium carbonate;vitamin d nos (calcium + vit d), ethinylestradiol;norgestimate (ortho-cyclen) and iron. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine/ migraine/headache"), nausea ("nausea"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, allergy to metals, fatigue, migraine and nausea outcome was unknown and the endometriosis and pelvic adhesions had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), dyspareunia, menorrhagia, nickel allergy, fatigue, migraine, nausea, recurrent endometriosis, pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: a) uterus, endometrium, curettage: 1. Proliferative endometrium without diagnostic alterations 2. Accompanying endocervical and endocervical tissue without diagnostic alterations 3. Negative for chronic endometritis, hyperplasia or malignancy b) endocervical curettings: 1. No diagnostic alterations 2. Sampling includes: scant endocervical tissue and benign endometrial tissue 3. No glandular neoplasia, squamous intraepithelial lesion, or malignancy seen c) peritoneal adhesion, biopsy: mesothelium-lined fibro vascular adhesion; no evidence of neoplasia or malignancy; on (B)(6) 2010: 1. Benign cervical transformation zone 2. Inactive endometrium 3. Adenomyosis 4. Focal fibrovascular serosal adhesions 5. Right ovary has small foci suspicious for endometriosis; otherwise no diagnostic alterations. 6. Histologically normal left ovary and bilateral fallopian tubes 7. No evidence of malignancy. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain, pelvic adhesions, endometriosis, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: abnormal bleeding(vaginal). Reporter information were updated. Lab data, patient history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included c-section, gastric bypass, kidney stones, obesity, endometriosis, drug dependence and abortion spontaneous. Previously administered products included for an unreported indication: lupron. Concurrent conditions included menometrorrhagia, grand multiparity, arthralgia, unspecified anemia and juvenile rheumatoid arthritis. Concomitant products included calcium carbonate;vitamin d nos (calcium + vit d), ethinylestradiol;norgestimate (ortho-cyclen), iron, oxycodone, tizanidine, venlafaxine hydrochloride (effexor), vitamin b12 nos and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine/ migraine/headache"), nausea ("nausea"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral), salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, endometriosis and pelvic adhesions had resolved and the menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, fatigue, migraine and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), dyspareunia, menorrhagia, nickel allergy, fatigue, migraine, nausea, recurrent endometriosis, pelvic adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: a) uterus, endometrium, curettage: 1. Proliferative endometrium without diagnostic alterations. 2. Accompanying endocervical and endocervical tissue without diagnostic alterations. 3. Negative for chronic endometritis, hyperplasia or malignancy b) endocervical curettings: 1. No diagnostic alterations. 2. Sampling includes: scant endocervical tissue and benign endometrial tissue. 3. No glandular neoplasia, squamous intraepithelial lesion, or malignancy seen. C) peritoneal adhesion, biopsy: mesothelium-lined fibro vascular adhesion; no evidence of neoplasia or malignancy; on (B)(6) 2010: 1. Benign cervical transformation zone. 2. Inactive endometrium. 3. Adenomyosis. 4. Focal fibrovascular serosal adhesions. 5. Right ovary has small foci suspicious for endometriosis; otherwise no diagnostic alterations. 6. Histologically normal left ovary and bilateral fallopian tubes 7. No evidence of malignancy. Pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain, pelvic adhesions, endometriosis, vaginal bleeding. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: event pelvic pain outcome added. Concomitant drug historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, fatigue, migraine and nausea outcome was unknown and the endometriosis and pelvic adhesions had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain , abdominal, dysmenorrhea (cramping), dyspareunia ,menorrhagia, nickel allergy,fatigue, migraine, nausea , recurrent endometriosis, pelvic adhesions. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain. New events: dysmenorrhea, dyspareunia, menorrhagia, allergy- nickel, fatigue, migraine, nausea, recurrent endometriosis, pelvic adhesions , plaintiff did not undergo essure confirmation test. Were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.